Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing in a proximal pancreaticoduodenectomy procedure, a new cartridge was attached to attach to the handle, but the knob didn't move, and the firing couldn't be performed. The firing was performed by using a new device. When the cartridge which failed to fire at the second firing was attached to a new handle, the third firing was performed without problems. There was no patient injury.